Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Troubleshooting was performed. Insulin did exit during a fixed prime. Upon removal of the infusion set, customer stated the cannula was bent. Customer's blood glucose was 165 mg/dl. She was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.